Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented a transmission remotely with non-sustained right ventricular oversensing. Myopotential inhibition oversensing was noted. It was discussed to bring the patient into the clinic to reproduce and programming changes. There were no adverse consequences for the patient.